Event description:
The customer reported that the ventilator has boot-up failure. No patient involvement.

Manufacturer narrative:
The customer evaluated the ventilator and confirmed the problem to be with the main pcb. The carefusion failure analysis technician will evaluated the alleged failed part I it is returned to the manufacturer.